Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pbk647 batch number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The tip of the needle was missing after use by the surgeon. There were no adverse patient consequences reported. Additional information has been requested.